Event description:
It was reported that during an angioplasty procedure a balloon rupture and shaft fracture occurred. The 90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous anterior tibial artery. The physician advanced a 3mm x 40mm x 146cm coyote balloon catheter to the target lesion. Upon the first inflation at 10atms the balloon ruptured. While the physician was retrieving the device the shaft fractured. The physician was able to remove the balloon, however a piece of the distal shaft remains inside the patient. The procedure was completed with a different device. No further complications were reported and the patient's status is fine.

Event description:
It was reported that during an angioplasty procedure a balloon rupture and shaft fracture occurred. The 90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous anterior tibial artery. The physician advanced a 3mm x 40mm x 146cm coyote balloon catheter to the target lesion. Upon the first inflation at 10atms the balloon ruptured. While the physician was retrieving the device the shaft fractured. The physician was able to remove the balloon, however, a piece of the distal shaft remains inside the patient. The procedure was completed with a different device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was a complete circumferential tear of the balloon. The inner shaft was detached at the bond that joins the inner and outer shaft components. The inner shaft fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The portion of the device distal to the inner shaft separation - including the inner shaft, distal portion of the balloon, markerbands and distal tip - were not returned for analysis. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).